Manufacturer narrative:
Site legal name (FDA): site legal name is unknown, therefore, franklin lakes, nj was used in its place. D.4. Medical device expiration date: unknown. D.4. Medical device catalog #: unknown. D.4. Medical device lot #: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd vacutainer® pst tube, there was false elevations in high sensitivity troponin t (hs-tnt). No patient impact reported. The following information was provided by the initial reporter: "the study describes false elevations in high sensitivity troponin t (hs-tnt) from centrifuged bd vacutainer® pst tubes after transport, where the samples were not kept upright and with no control over tube agitation."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The authors observed clinically significant false elevations in hs-tnt measurements from specimens that were transported in centrifuged pst¿ tubes with no control over tube agitation (experiment 3). This paper illustrates that preanalytical factors, namely transport of tubes with no control over tube agitation, can influence the result of hs-tnt tests. A limitation of this study is that while the authors were able to determine the presence of an interference, the preanalytical condition that can reproducibly lead to this inference, and that it appears to decline over time when the tube was left upright, they were not able to isolate or identify the specific interference. False elevations in hs-tnt are well known and have been reported in published literature, although the specific interference itself has not been definitively identified. It is recognized in laboratory medicine that cellular contamination in plasma can impact cell sensitive analytes. Cellular contamination of the plasma is already referenced in the instruction for use (IFU). An update to the IFU is being implemented to inform customers that the measurement of certain analytes may be affected by cellular contamination in plasma due to other variables, such as the specimen transport process. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd vacutainer® pst tube, there was false elevations in high sensitivity troponin t (hs-tnt). No patient impact reported. The following information was provided by the initial reporter: "the study describes false elevations in high sensitivity troponin t (hs-tnt) from centrifuged bd vacutainer® pst tubes after transport, where the samples were not kept upright and with no control over tube agitation."